Event description:
It was reported that, during implant testing, the induced arrhythmia was around 170bpm, which is slower than the physician wanted. The physician asked that the test be aborted. However, the shock was still delivered. Technical services discussed some possibilities for the shock being delivered. It is possible that the arrhythmia was greater than 170bpm and a spontaneous event was detected and shock was delivered. Technical services advised that the device downloaded data could be sent in for review if needed. The system was successfully implanted. There were no additional adverse patient effects.